Event description:
Procedure: anterior resection. According to the reporter: staples did not fire but the blade cut the bowel. Two guns and two reloads were used. The procedure was converted to open and resulted in a permanent colostomy. Patient status reported as stable.